Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with a stylet inserted. The helix was partially extended and clogged with blood/tissue. X-ray examination of the helix and inner coil did not find any anomalies. After cleaning the lead and by applying torque to the connector pin, the helix could be fully extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a dislodged right ventricular lead. The lead was explanted and replaced. The patient was stable.